Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the day after implant that the r-waves on the right ventricular (rv) lead had dropped. The patient went in for a lead revision and it was found that the slack was taken up on the rv lead and possible microdislodgement was suspected. When the physician was repositioning the rv lead, the physician noticed that when the suture sleeve was moved the insulation coating had pealed away were the suture sleeve was. The physician chose not to replace the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.